Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, bladder spasms and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, infection, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. The patient underwent mesh revision/removal on an undisclosed date and on (B)(6) 2010 due to obstruction of bladder neck secondary to mesh erosion and infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6), 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced extrusion and bladder spasms.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.